Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. .

Event description:
It was reported that the customer received a continuous glucose monitor (cgm) error 42. Subsequently, the basal iq feature suspended insulin. Customer's blood glucose level was 98mg/dl. A pump reset was performed to address the issue.